Event description:
It was reported that the implant was broken during impaction. A new implant was used without any further complications. No patient complications were reported.

Manufacturer narrative:
The device has been returned to medtronic and evaluation is currently in progress.